Manufacturer narrative:
Product event summary manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display. It was also confirmed that the handles were broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus did not align with the display. The handle was also broken. The programmer was returned for service. No patient complications have been reported as a result of this event.